Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Customer was unable to troubleshoot at the time of the call. Blood glucose level was 128 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.